Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location: unknown)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included bacterial vaginosis, abdominal pain lower, paratubal cyst, gerd and back pain. Concomitant products included metronidazole and metronidazole benzoate (metronidazole). In 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type: vaginal") with vaginal discharge, pelvic pain ("pelvic pain"), uterine pain ("uterus pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and loss of libido ("hormonal changes: no sex drive"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, vaginal infection, pelvic pain, uterine pain, female sexual dysfunction and loss of libido had not resolved. The reporter considered device dislocation, female sexual dysfunction, loss of libido, pelvic pain, uterine pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date - 2006 and 2016. Discrepancy noted in hsg date, provided as (B)(6) 2005 (prior to essure insertion) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: plaintiff fact sheet and medical record was received. Events added from pfs- vaginal infection, pelvic pain, uterus pain, vaginal discharge, apareunia (inability to have sexual intercourse), no sex drive, migration of essure device (location: unknown). Reporter information, medical history, concomitant drug, essure removal date were added. Essure insertion date were updated. Essure model 205 updated to 305. Event-injury was deleted device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.